Manufacturer narrative:
(B)(4). One unit of manta, depth locator, dilator and sheath were returned. Blood particulates were noted. Units were decontaminated and inspected. Lever of the manta was not actuated. Unit was functionally tested for bypass. Resistance was observed. Case details were reviewed. A female patient, presented in the or for a tavi procedure. Access was gained utilizing ultrasound guidance with a micro puncture kit. The right common femoral artery was clear of calcification. No issues were encountered advancing or withdrawing the procedural sheaths during the case. Following the tavi, heparin and protamine were administered and an 18f ce manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not easily enter into the hemostatic valve. After unsuccessfully attempting to advance the bypass tube through the sheath, the physician decided to remove the first 18f ce manta sheath and device. A second 18f ce manta sheath and device were opened and deployed, achieving hemostasis. The patient did not experience any harm, injury, or health consequence from this event and the procedure outcome was good. The manta instructions for use (IFU) indicates inserting the device: note: if significant resistance is felt insert the bypass tube into the manta sheath, remove the entire system, and open a new device. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported that " tavi procedure, the membrane of the manta sheath was stiff and the manta catheter couldn't penetrate it. The doctor had to take new device." The issue occurred during a tavr procedure. Micro puncture and ultrasound were utilized to gain access in the right femoral artery. There was no reported calcification or tortuosity. The device was removed entirely and they used a new manta kit and the attempt was successful. Therapy delayed but no harm to the patient.

Manufacturer narrative:
(B)(4). One unit of manta, depth locator, dilator and sheath were returned. Blood particulates were noted. Units were decontaminated and inspected. Lever of the manta was not actuated. Unit was functionally tested for bypass. Resistance was observed. Case details were reviewed. A female patient, presented in the or for a tavi procedure. Access was gained utilizing ultrasound guidance with a micro puncture kit. The right common femoral artery was clear of calcification. No issues were encountered advancing or withdrawing the procedural sheaths during the case. Following the tavi, heparin and protamine were administered and an 18f ce manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not easily enter into the hemostatic valve. After unsuccessfully attempting to advance the bypass tube through the sheath, the physician decided to remove the first 18f ce manta sheath and device. A second 18f ce manta sheath and device were opened and deployed, achieving hemostasis. The patient did not experience any harm, injury, or health consequence from this event and the procedure outcome was good. The manta instructions for use (IFU) indicates inserting the device: note: if significant resistance is felt insert the bypass tube into the manta sheath, remove the entire system, and open a new device. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported that " tavi procedure, the membrane of the manta sheath was stiff and the manta catheter couldn't penetrate it. The doctor had to take new device." The issue occurred during a tavr procedure. Micro puncture and ultrasound were utilized to gain access in the right femoral artery. There was no reported calcification or tortuosity. The device was removed entirely and they used a new manta kit and the attempt was successful. Therapy delayed but no harm to the patient.